Manufacturer narrative:
(B)(4) b3: event date occurred at an unknown day in december 2025. D10: multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products in the d10 narrative below. D10: concomitant medical products, part (lot): - p10-250-tll2-s, talus, chamfer, left, size 2, tps (260f3002317). - p10-310-1206-s, cross-linked vitamin e poly, size 2 x 6mm, neutral (260819123a01). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left total ankle reconstruction. Subsequently, the patient developed pain and swelling above the ankle approximately 10 months post-implantation. X-ray reportedly demonstrated stable components with a localized discrete anterior lucency. At 13 months post-implantation a computed tomography (CT) scan was ordered, and low-impact activity was recommended. It was reported that no further information is available.